Manufacturer narrative:
(B)(4). Patient information as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
During pretest the cuff did not fully deflate. There was no patient involved.

Manufacturer narrative:
(B)(4). The referenced endobronchial tube was received and evaluated for the reported "cuff won't deflate" event. Visual examination of the returned device showed no anomalies. Both bronchial and tracheal cuffs were inflated/deflated three times without issue. The reported event was not confirmed. The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action.